Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital due to syncope, discomfort, and dyspnea. Device interrogation revealed that the pacemaker (pm) exhibited premature battery depletion. The physician elected to explant and replaced the pm. The patient condition was stable.